Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited oversensing noise or possible t-wave oversensing (twos), which resulted in the patient receiving an inappropriate therapy. Reprogramming was completed, and it was noted that the patient's potassium level was high causing t-wave elevation. The lead remains in use. No further patient complications have been reported as a result of this event.